Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 42 total events were initially reported. 42 previously reported events are included in this follow-up record.   Product return status 36 devices were received. 6 devices were not available for evaluation.   Event confirmation status 19 reported events were confirmed; the cause traced to component failure. 17 reported events were not confirmed. Evaluation results 11 devices were found to be affected by internal corroded components. 22 devices were found to be affected by broken down lubrication. 2 devices were found to be affected by damaged internal components. 1 device had no device problem found.

Event description:
This report summarizes <noe> 42 </noe> malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 10 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 42 events were reported for this quarter. Product return status: 34 devices were received for evaluation. 8 devices were available for evaluation but have not yet been received. Evaluation status: 17 events were confirmed during testing. 5 devices were found to be affected by corrosion. 11 devices were found to be affected by compromised lubrication. 1 device was found to be affected by a damaged bearing. 16 events were not confirmed during testing; however: 5 devices were found to be affected by corrosion. 10 devices were found to be affected by compromised lubrication. 1 device was found to be affected by a broken push rod. 1 event was not confirmed during testing; the device was found to be within specifications. Additional information: 42 devices were not labeled for single-use. 42 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 42 </noe> malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 10 events had patient involvement; no patient impact.